Event description:
On (B)(6) 2019 the consumer stated that she opened two packages of the products. The inside of the packages smelled like burnt plastic or pesticides. The consumer also stated that the smell caused her to have headaches. The consumer has purchased the same product for years but never had this problem. On (B)(6) 2019 the consumer contacted the manufacturer and was advised that the smell is not their fault. Product description: adult underwear, product category: personal care, product type: personal protection.